Manufacturer narrative:
Investigation summary: the report of motor issues was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console associated with this event. Per the log file, on (B)(6) 2018 the console was supporting a system at a speed of ~4400rpm and a flow of ~5.8lpm for over 35 hours. At approximately 2:47pm on (B)(6) 2018 the log file captured an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault (dark screen). During this event pump speed dropped from ~4400rpm down to ~3300rpm and the flow became blank at 0lpm. However, during this time flow would have continued to be present in the circuit. As a result of the speed drop, the console alarmed with a set pump speed not reached:m5 alarm and soon after a flow signal interrupted:f2 alarm became active due to the flow reading becoming blank. Attempts to adjust pump speed were unsuccessful. The flow reading remained blank until the console was powered down at ~2:53pm. Although no overheating alarms or atypical temperature readings were captured, similar events have been associated with hot or overheating motors. The returned centrimag motor was evaluated and tested by the service depot. The reported complaint could not be verified nor duplicated during their evaluation. The motor was operated for an extended period of time with its associated motor , evaluated under and no alarms nor any other issues were observed. The motor never overheated. However, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motor will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored.

Manufacturer narrative:
No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a centrimag motor which was running a centrimag pump was removed from service due to the motor overheating. It is unknown if a patient was connected to the device. The console and motor has been returned for testing. Additional information was requested but could not be provided.